Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during patient care. 500 ml of etoposide was programmed to infuse over an hour. At the end of the hour, the bag had not completely infused. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.